Event description:
The customer reported to olympus, the suction channel on the evis exera iii duodenovideoscope tested positive for over 200 colony forming units (cfus) of klebsiella pneumonia, citrobacter sedlakii and pseudomonas aeruginosa. The issue was found during a routine culture of the scope. The sampling occurred during reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. The sampling was taken on (B)(6) 2021. One colony forming unit (cfu) of unspecified gram positive bacteria was identified for the all channel sample. Two cfus of coagulase-negative staphylococci were identified on the distal end sample. An evaluation was performed on the returned device. The distal end insulation was out of range, the control body unit was damaged, the key top 1 was worn and the forceps raiser wire was stretched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device."